Event description:
New information received indicates that the patient presented to the clinic on 01 may 2026. It was noted that the right ventricular (rv) lead noise resulted in high ventricular rate episodes. Programming changes were made to address the noise over-sensing.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited noise over-sensing. No intervention was performed. There were no patient consequences.